Event description:
Hospital personnel state that the inform meter has blackened pins and the screen is stuck on connecting, transmitting and idle when out of the base. No adverse event reported. Return requested and replacement was sent.